Event description:
Patient is on tpn (total parenteral nutrition) and the exactamix 2000 ml bag that was used to compound the tpn (total parenteral nutrition) had a manufacturer defect in which the infusion port was leaking. Never reached the patient, just noticed it when checking the IV (intravenous) after techs compounded it. Appears the junction of the port and bag was not properly fused during manufacturing. Remade tpn (total parenteral nutrition) with new bag and discarded the leaking one.